Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was over 500 with ketones. Elevated blood glucose levels were addressed by manual insulin injection.